Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the external pyxibus cable connected between main and auxiliary unit connectors were damaged and cannot fully secured to the connector on both ends. The field service engineer replaced auxiliary interconnection input output interface controller and external pyxibus cable to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system cord was broken. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.